Event description:
The healthcare professional (hcp) reported that there was an overdischarge event which they were able to pull the implantable neurostimulator (ins) out of overdischarge on the day of report. The reporter tried to locate the programs of the groups. When they were trying the test stimulation they noticed that target mystim was not available on any of the patient¿s groups. The hcp indicated that the patient¿s programs were available and unchanged. The ins did not maintain target mystim settings. The hcp tried to activate target mystim and it was requested to create a new group and would not allow for any of the old programs to be shown. The patient was implanted for migraines. No further complications reported or anticipated. Additional information received from the manufacturing representative reported that troubleshooting included charging the device using the physician charge settings. The results of troubleshooting were that the device was charged. The cause of the product problem was that the patient allowed the device to remain at no charge for long. The issues had been resolved.